Event description:
It was reported to philips that the device had an intermittent ECG. The device was reported as being in use on a patient at the time of the event, however, there was no adverse patient impact.